Event description:
The customer reported that during use in a wisdom tooth extraction, the device got hot and the pt received a "dime-size burn" on the left lower lip. The procedure was completed with another device. It was reported that the burn was treated with antibiotic ointment and the pt was discharged.

Manufacturer narrative:
Investigation findings: the customer's report of the device getting hot could not be verified during evaluation. The unit was tested and met temperature test requirements. The customer has been contacted with info regarding use, care and maintenance of this device.